Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the device dependent patient underwent a device replacement procedure due to eri, device stopped pacing during cautery and several seconds of asystole was observed despite being programmed in doo. It is recommended by st. Jude medical, that if the patient is dependent, the physician should place a temporary pacing wire. Device was explanted and replaced successfully. Patient was stable post-procedure.

Manufacturer narrative:
The reported field event of loss of pacing output during explant and cautery exposure was confirmed in the laboratory. It is common for a temporary loss of output when exposed to electro-cautery. The device was tested on the bench and no anomalies were found. The device is considered to be normal.